Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). The catheter for the ablation system was returned to the manufacturer for evaluation. Testing found that the catheter had a small area of char and the laser diffusing fiber (ldf) had no physical evidence of burning. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while in a soft tissue ablation, the catheter was discovered to be charred. It was noted that the saline traveled up, indicating the reported issue. It was noted that the surgeon was pleased with the ablation and that the laser was run at 80% power while circulation was turned up. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information - software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis of the system logs showed that the software was functioning as designed. User settings, including MRI acquisition settings, and ablation periods could have impacted the thermometry accuracy. Long ablation periods caused laser override status, thus shutting off the laser. If information is provided in the future, a supplemental report will be issued.